Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of 2025-03-20: dilaudid with concentration 20 mg/ml at a dose rate of 5.996 mg/day, and baclofen with concentration 70 mcg/ml at a dose rate of 20.985 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump and catheter and photos provided showed the pump shield was concave.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified the outer shield was concave. Analysis could not determine the cause of the anomaly. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stated that they continue to be unable to fill the pump with 20 ml and the situation was worsening. At pump refill yesterday they got back about the expected residual volume but could only get 13 ml into the reservoir. The hcp stated that the patient was not complaining about not getting therapy but they were needing to have the pump filled more frequently due to the lower volumes. The hcp stated that they brought the patient in to do a dye study and they found that the rotors were moving. They had not taken a lateral image of the pump. The hcp stated that he would contact the local medtronic representative (rep) to discuss.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative reporting that there was an issue as the old catheter was sheared in pump segment of 8780. Unknown if any environmental/external/patient factors may have led or contributed to the issue. While replacing pump due to it nearing its end of life. It was noticed the catheter pump segment looked sheared and was leaking. Replaced the catheter pump segment in addition to the planned pump replacement the issue was resolved at the time of this report. Additionally, it was re-reported that the pump was not able to hold 20ccs of medication during life of pump. Nurse practitioner could only fill maximum of 13ccs of medication during pump refills and the pump was being sent back to medtronic for evaluation.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) stated that the pump issue at refill was ¿worsening.¿ the healthcare provider (hcp) stated that he saw the patient on thursday or friday, and he was only able to inject 13 ml in the reservoir and he was able to aspirate the 2.2 ml that he expected. The hcp noted that the patient was experiencing occasional episodes of withdrawal. The patient's psychiatrist prescribed valium to treat the withdrawal symptoms. The hcp mentioned that the patient suffered from ¿cryps.¿ the pump is going to be replaced. Additional information was received a healthcare provider (hcp) stated that the cause of the volume discrepancy and symptoms was unknown. The pump will be replaced and returned for analysis once the patient gets better from their ¿other¿ health issue which were not related to the pump or therapy.

Event description:
Additional information was received from a healthcare provider (hcp) stated that it was ¿dead stopping¿ at 6 ml but the patient was getting pain relief and no volume discrepancy. There was only 14 ml was going into the pump. The technical services (tss) confirmed that the patient was not undergoing hbo therapy and did not scuba dive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) and morphine (unknown) via an implantable pump for non-malignant pain. It was reported that the patient came in for refill with 20ml pump. The hcp expected to withdraw 7ml and got back 1ml. The hcp stated this was an isolated event. The hcp stated he then went to put in 20ml and pump locked at 15ml. The hcp stated he aspirated the 15 back and then put in 5ml and it locked. Then opened and used a different medtronic (mdt) refill kit and again was only able to put in 15ml. The hcp stated he applied negative pressure and minimal bubbles came back and was concerned that patient might not be getting therapy but said "its hard to tell because she was a difficult patient with sporadic flare ups so it was hard to tell if its an issue with the pump." The hcp mentioned the patient was very thin and he did not refill under fluoro.